Manufacturer narrative:
(B)(4). Per follow-up with the ccp, no fault indicator lights were illuminated on the cooler hearter unit, when the water turns cloudy, they add 10 milliliters (ml) of chlorine, run the instrument to prime and then drain the water and refill it. Exterior maintenance is performed daily, decontamination when needed and preventive maintenance every 6 month per service technician.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the patient's temperature suddenly dropped from 36.2 degrees celsius to 32.1 degrees celsius on the cooler heater unit. The device was not changed out, as the temperature was set at 37 degrees celsius before the incident and was increased to 41 degrees celsius. There was a delay. The surgical procedure was completed successfully. There was no blood loss nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable.if additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per the clinical review on 27-apr-2016: the manufacturer's clinical services received a phone call from the perfusionist (ccp) regarding this incident. During rewarming of the patient, the "maintain" mode was set at about 37 degrees celsius and the patient bladder temperature was measured at 36 degrees celsius. In a few minutes, it was noticed that the bladder temperature had dropped to about 32 degrees celsius and it was observed that the cooler heater unit water temperature had dropped to about 25 degrees celsius. The ccp did not observe any error codes or error symbols. The maintain temperature was adjusted to about 40 degrees celsius in order to re-initiate patient warming. According to the ccp, this extended cardiopulmonary bypass (cpb) and delayed the procedure by 30 minutes. The cooler heater unit continued to be used in this procedure and no other issues were observed. The procedure was completed successfully, without associated blood loss and there was no harm observed. According to the ccp, the cooler heater unti was taken out of service after the procedure and it was repaired by the local distributor. The unit is being used again without issue.